Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed high capture thresholds and low pacing impedance on the left ventricular (lv) lead. No changes or intervention was performed. The patient was in stable condition.